Manufacturer narrative:
D4: a full UDI is not available due to an unknown serial number.

Event description:
During an endoscopy case in which a neptune device was used, the user was unable to collect the polyp specimen needed for pathology because it was sucked into the neptune. The user facility reported that, due to human factors, they did not use the polyp trap during the procedure. There is an unknown outcome to the patient due to the pathology results not being available. The user facility stated there was no malfunction with the device and it was user error that led to the issue.

Event description:
No new information; attempted contact with surgeon and customer with no further responses received.

Manufacturer narrative:
Investigation complete; h6 codes updated.